Manufacturer narrative:
(B) (4) - report was not associated with a human pt. Results - based on evaluation of user facility info and returned sample. Based upon evaluation of reserve samples. Conclusions - based on evaluation of user facility info and the returned sample. Based upon eval of reserve samples. Follow-up communication with the user facility confirmed that the animal was sent home with no abnormal signs or symptoms. The appearance of the returned sample is consistent with the catheter tubing having been severed by a sharp object, such as scissors. Based on the user facility event description, the damage most likely occurred during the bandage / catheter removal process. Retention samples were examined and tested for catheter tubing retention force. All samples tested were confirmed to be properly assembled and met the performance specifications. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, user facility info and the appearance of the returned sample are consistent with the catheter having been damaged by a sharp object during the bandage / catheter removal process. There is no indication that there was any relation to a device defect or malfunction. All available info has been placed on file in quality assurance for tracking, trending, and follow up. (B) (4).

Event description:
The user facility (a veterinary hosp) reported that the distal portion of an i.v. Catheter was noted to be detached during removal. Follow-up communication with the veterinarian confirmed that: the catheter had been in-use for a "day and a half"; during removal, it was noted that approximately 3/4 of the distal portion of the catheter tubing had detached; the tubing "looked as though it was cut of broken off;" and the location of the detached piece of catheter was not known and may have been left in the animal.